Event description:
It was reported that the left ventricular lead gave inappropriate diaphragmatic stimulation with multiple configurations. It was further reported that the physician attempted to fix the stimulation by placing a stent in the vessel adjacent to the lead body. In recovery it was noted that the patient still had diaphragmatic stimuation and the patient was returned to the lab. The physician tried to reposition the lead around the stent, and so the lead was pushed back and forth, rubbing against the stent without success. The lead was then removed and replaced with a new lead in a different branch. The patient is enrolled in (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).